Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis. On an unreported date, the pt experienced chronic (urinary tract infection). The day prior to this report, the pt experienced peritonitis. The following day, the pt was hospitalized for the event and began treatment with ceftazidime (1 gm, twice a day [bd], intraperitoneally (ip)) and amikacin (1 gm, once a day [od], ip) for peritonitis. Treatment with antibiotics was ongoing. The cause of peritonitis was unknown. On an unreported date, the peritonitis event was recovered and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.